Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced sinus node dysfunction categorized as severe and serious. Relationship of the adverse event to the study device is not related and relationship to the index study procedure is causal. The adverse event was unanticipated. The issue was identified in the procedure on (B)(6) 2026 and its outcome was resolved by on (B)(6) 2026. Intervention was medication (atropine, isoprenaline).